Event description:
It was reported through log file analysis that the flow has been elevating over time, which is usually caused by something building up on the rotor of the pump.

Event description:
It was reported that and echocardiogram was performed and no pump malposition or pump obstruction was found. The event resolved and physician suggested to wait and monitor the issue going forward. Elevated flows were noted to have resolved. The device operated as expected. The patient was asymptomatic. It was also noted that the patient was using an unshielded patient cable.

Manufacturer narrative:
Section b5: initial use of the unshielded patient cable is reported under MFR # 2916596-2020-04960. Manufacturer's investigation conclusion: the evaluation of the submitted log file did not reveal any device related issues with heartmate ii lvas, serial number (B)(6) . A specific cause for the reported elevated flows could not conclusively be established through this investigation. The submitted log file contained data spanning from 09feb2021 06:15:33 through 03mar2021 08:59:24. Motor power, estimated flow, and pulsatility index (pi) ranged from 3.8-5.0 watts, 3.5-6.2 watts, and 4.9-7.2, respectively. No atypical events were captured. The pump functioned as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02oct2017. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.